Event description:
It was observed during the device evaluation of the ultrasound gastrovideoscope, the adhesive on the pink rubber probe is chipped. In addition, the adhesive (ke45) is missing around the forceps elevator cover.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: cause traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.